Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb charging cable was damaged preventing the pump from charging. Customer's blood glucose was 200-300 mg/dl. Reportedly, the customer was sent a replacement cable.